Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an unknown procedure performed on (B)(6) 2023. During the procedure, the balloon attempted to inflate intraoperatively. Once inserted, we tried dialing the correct pressure with the inflation device. The balloon would not hold any pressure and was discovered to leak. The balloon was removed and set aside. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: additional information: block d4 (lot number). Block h6: imdrf device code a0504 captures the reportable event of balloon leaked in the esophagus. Block h10: investigation results. The returned cre pro wireguided dilatation balloon was analyzed, and a visual examination found that the balloon and catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem. However, the balloon would not hold pressure due to a pinhole in the distal section. Microscopic inspection found the balloon had a pinhole located approximately 76mm from the tip. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon pinhole was confirmed. The pinhole found in the balloon most likely occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during the procedure, could have caused the physical damage found on the distal section of the balloon. Therefore, the most probable root cause is adverse event related to procedure.

Manufacturer narrative:
Block h2: additional information: block d4 (lot number). Block h6: imdrf device code a0504 captures the reportable event of balloon leaked in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an unknown procedure performed on (B)(6) 2023 during the procedure, the balloon attempted to inflate intraoperatively. Once inserted, we tried dialing the correct pressure with the inflation device. The balloon would not hold any pressure and was discovered to leak. The balloon was removed and set aside. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a0504 captures the reportable event of balloon leaked in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an unknown procedure performed on (B)(6) 2023 during the procedure, the balloon attempted to inflate intraoperatively. Once inserted, we tried dialing the correct pressure with the inflation device. The balloon would not hold any pressure and was discovered to leak. The balloon was removed and set aside. The procedure was completed with another cre pro wireguided dilatation balloon. No patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts.